Event description:
Edwards received a report of a sapien m3 procedure in mitral position where there was moderate pvl at the mc after deployment, and a 14 mm plug was deployed. The plug resulted in trace pvl.

Manufacturer narrative:
D4-UDI would not fit in field: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.